Manufacturer narrative:
Product complaint #: (B)(4). Without a valid lot number the device history records review could not be completed. Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, we were unable to thread the driving cap into the hybrid insertion handle. We opened another set to use the instruments. After the case, we checked and the threads on the insertion handle are damaged and will not thread securely with the driving cap. The handle was removed from the set and is not in use. No adverse events occurred due to this issue. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This complaint involves 2 devices. This report is for 1 driving cap/threaded. This report is 1 of 2 for (B)(4).